Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Per the information provided, the end user's physician prescribed a prescription antifungal powder. The nurse is cleaning the area with warm water; patting dry; applying the antifungal powder; a protective barrier wipe and then the wafer. End user reports his stoma is flush and has been switched to a moldable convex wafer. The infection is resolving. Skin care and the crusting technique was reviewed. End user was instructed to call back with any questions or concerns.

Event description:
It is reported by the end-user a candidiasis infection under the adhesive border.